Manufacturer narrative:
Problem code 1069 captures the reportable event of blue outer sheath was broken near the yellow transition zone. A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath). There were kinks identified in the inner member. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by manually gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. The damages to the returned device were consistent with the application of excessive force during use. Based on additional information, it was reported that the lesion was tight/ tortuous. The investigation concluded that observed failures and the reported events were likely due to anatomical and procedural factors encountered during the procedure, such as characteristics of the lesions, handling of the device and the technique of the user, could have affected the device performance and its integrity contributing to the failure experienced. Therefore,the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on november 6, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the blue outer sheath of the delivery system was separated near the yellow transition zone. The stent was removed from the patient undeployed, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the blue outer sheath of the delivery system was separated near the yellow transition zone. The stent was removed from the patient undeployed, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event.